Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced an intermittent out of range signal. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). The complaint transmitter device was not returned to dexcom for evaluation. The share direct pediatric receiver ((B)(4) lot number 5197968), being used with the complaint transmitter was returned for evaluation on (B)(4) 2015. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected; however, a review of the downloaded receiver log confirmed the reported event of an intermittent out of range signal. A definitive root cause could not be determined.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the receiver (sm50771466) that was used with the complaint device was returned for evaluation on 05/14/2015. A follow-up report will be submitted once the evaluation is complete.